Event description:
Pt's family member states that the catheter had the tip sliced off. Pt was not able to see the tip and therefore cathed themselves with it. Pt sought medical assistance and was taken to the emergency room. At the emergency a dr put in a foley catheter so that the urethra would not go through any more trauma and heal. The dr at the emergency gave them a prescription of bactrum for the infection.